Event description:
It was reported that during a laparoscopic cholecystectomy, while using the device to ligate the cystic duct and artery, the clip was fired but did not close properly and fell into the patient. The titanium clip was retrieved using a grasper. Another clip was attempted but was very loose around the duct and did not form correctly. It was then observed that the jaw of the clip applier was deformed on one side, and the jaws were not able to close. Removal of the clip applier required removal and replacement of the access port and instrument. To complete the case, a new clip applier was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the jaws of an instrument was observed to be loaded with a clip. The left clip leg was observed to be slightly protruding from the jaws. The cam on one of the right jaw leg was observed to be disengaged from the driver. It was reported that the clip was attempted but was very loose around the duct and did not form correctly, as it did not close properly; the removal of the clip applier required removal and replacement of the access port and instrument; additionally the jaw of the clip applier was deformed on one side and were not able to close. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and or the shaft during firing may result in an improperly formed clip and possible bleeding and or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.